Event description:
When opening the packaging, the physician found coil stretched. The packaging is intact. The sample will be returned for evaluation. The product was stored per (IFU) instruction for use. The event occurred during removal from the plastic loop. All IFU guidelines were followed for removal and handling of the product. The coil was within the introducer during removal, and the introducer and delivery system were secure, and then removal was performed. Nothing occurred during removal from the package that caused the issues with the coil. No other damages were noticed on any section of the device (coil-detached, etc). Prior to shipping, other issues were noted with the products being returned.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.